Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneously elevated concentrated carbon dioxide (co2_c) results were obtained on three (3) patient samples on an advia® 1800 clinical chemistry system. Quality control (qc) and calibration were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, performed a total service call and instrument decontamination. The customer ran qc. Further, the cse replaced water filled main degasser, ran prime 3 and wash 3, performed system check, reviewed reaction curves, cleaned gev valve, swapped dilution reaction tray wash up down unit (dwud) nozzle 1, verified probe and mixer alignments, cleaned/rebuilt vertical pumps, cleaned/aligned reaction tray wash up down unit (wud)/dwud nozzles, performed wash 2 and ran calibrations and qc. Siemens evaluated the event and ruled out reagent issues based on review of qc which showed recovery within acceptable ranges. The cause of the falsely elevated co2_c results is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported to siemens that they obtained erroneously elevated carbon dioxide concentrated (co2_c) results on three (3) patient samples on an advia® 1800 clinical chemistry system. The erroneous patient results were not reported to the physician. The same samples were auto reprocessed on the same advia® 1800 clinical chemistry system and the results recovered within the normal range. The same samples were reprocessed on an alternate advia® 1800 clinical chemistry system and the results recovered within the normal range. The reprocessed results were reported to the physician as the correct results. The customer declined to provide the information about correct reported results. There is no known reports of patient intervention or adverse health consequences due to the erroneously elevated carbon dioxide concentrated (co2_c) results.